Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4: batch # 659a09. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned with an opened package, and unfired with the reload pan partially dislodged from the proximal side. In addition, 4 double drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 659a09, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the reloads were apart after opening the package. Changed a new one and completed the surgery safely. No patient consequences reported.